Manufacturer narrative:
H11: the actual device was not available; however, the machine was evaluated on-site by a qualified technician. Visual inspection of the machine showed that the outer skin of the backup battery cable was damaged, which allowed leakage. The machine battery required reconnection. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the reported ultrafiltration event was not determined. The machine battery was should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an "excessive ultrafiltration" event occurred during hemodialysis therapy with an ak 96 machine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.